Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported issue could not be reproduced during evaluation. Review of the device data logs indicated the reported issue was due to high amibent temperature. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.